Event description:
Baxter china reported "plastic of (transfer set) clamp cracked in beginning and finally fractured." This was noted during use with no pt injury or medical intervention reported by the complaint coordinator.